Event description:
The customer contacted physio-control to report that their device continually provided an "abnormal energy delivery" message when trying to shock a patient using internal paddles with handles. An "abnormal energy delivery" message can indicate that adequate defibrillation may not have been delivered. Medical personnel reportedly switched to a different set of internal paddles and were able to successfully shock the patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue. The customer further advised that he had no further information to provide about the patient or the event.

Manufacturer narrative:
The customer advised physio-control that there was no issue with the device, it was the internal paddles cables that were defective. The cables were replaced which resolved the reported issue. The device nor the internal paddles cable were returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Neither the device nor the internal paddles with handles that were used during the event have been returned to physio-control for evaluation. The customer advised physio-control that the reported event is under internal investigation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device continually provided an "abnormal energy delivery" message when trying to shock a patient using internal paddles with handles. An "abnormal energy delivery" message can indicate that adequate defibrillation may not have been delivered. Medical personnel reportedly switched to a different set of internal paddles and were able to successfully shock the patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue. The customer further advised that he had no further information to provide about the patient or the event.